Event description:
It was reported that the right ventricular (rv) lead experienced rising thresholds and the longevity of the implantable pulse generator (ipg) was shortened due to high thresholds. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).